Event description:
According to complaint, pco2 parameter measurement too high on abl90 flex analyzer (serial number (B)(6). The customer checked the measurement in another device abl837 analyzer (serial number (B)(6) and noticed a large deviation! The customer performed further comparison measurements and the result on the abl90 for the parameter pco2 was again too high. The measured value received from the customer: on (B)(6) 2024: pco2 abl90 = 72.5mm hg (discrepant value). On (B)(6) 2024: pco2 abl837 = 46.4mm hg (comparison value).

Manufacturer narrative:
Investigation is finalized, with the conclusion that the product did not malfunction. Hence, this incident does not meet the criteria of a reportable MDR now.